Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized nine days prior to death and passed away in the hospital. During hospitalization, the patient performed automated peritoneal dialysis (apd) therapy daily with his own homechoice device and also performed a continuous ambulatory peritoneal dialysis (capd) therapy midday exchange. However, the patient was not connected to the baxter homechoice device or any other automated peritoneal dialysis device at the time of death. The cause of death was reported to be cardiac related issues sustained on the date of death but this was unable to be medically confirmed and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.